Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - it was reported that no ventricular capture, due to exit block, could be found one day after the implantation. The lead was successfully repositioned. No deterioration of the patient's state of health was reported.